Manufacturer narrative:
It was reported that left hip revision surgery was performed due to hip pain, severe metal reaction with extremely elevated serum cobalt and chromium levels and significant osteolysis within and around the left hip joint. During revision the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This legal document has re-opened due to the receipt of primary operative report, revision report, and chart sticks. It reports five years postimplantation of a left birmingham hip this 51- year old male was experiencing pain and decreased range of motion. Due to the decrease in the patient's quality of life and failed non-operative treatments, the patient underwent a revision of his left hip. Intra-operative findings; there was a copious amount of sort of milky cloudy metalosis or metal blood-tinged fluid was not classic for infection. According to the surgeon it appeared to be a metal-metal reaction. A frozen section was negative for acute inflammation, cell count was pending. The joint was stained with sort of a grayblack material which is consistent with the metal-metal reaction and synovitis. There was some granulation issue. There was no extensive muscle damage, and no large pseudotumors, just the reaction in the joint itself. A complete synovectomy was performed removing all dark-tinged stained, inflamed involved tissue. The component was slightly pistoning with some micromotion. The remaining bone and the birmingham femoral components were removed at this point. The stem was able to be pried out of the neck without any difficulty . Remaining host bone of the femur looked to be in very good shape. The acetabular component, was carefully removed in its entirety. There were some small areas of ingrowth but for the most part it was only partially incorporated. Underlying bone stock was relatively in good shape and there were significant segmental defects, some central cavitary defects but bone grafting was not felt to be necessary. The clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed. Additionally, the explanted device was not returned for evaluation and it wasn't shown that the complaints were related to the device. The future impact to the patient beyond the revision cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed due to pain, metal reaction with elevated serum cobalt and chromium levels and significant osteolysis within and around the left hip joint.